Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle or to the suction channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of water supply] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." "Chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 1. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities in the appearance of the scope connector. 4. Cracks, dents, bulges, edges, scratches, peeling, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, attachment of parts, etc. Visually check that there are no abnormalities such as falling off. [Suction check] 1. Depress the suction button. Visually verify that water is being sucked into the suction bin. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and check visually and by hand that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. In addition to evaluation in b5, due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. The protector of universal cord on control section side had a scratch. The connecting tube had a dent. The connecting tube had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign object adhered to the scope. The customer believes the foreign material is dimethicone. Water was aspirated through the instrument/suction channel. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was not presoaked in a detergent solution. The air/water nozzle was flushed with a detergent solution. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brush, or sponge. The instrument channel, instrument channel port and suction cylinder were brushed. The customer uses a third-party brush.

Event description:
A customer reported to olympus, the gastrointestinal videoscope had insufficient angle. There was no report of patient harm associated with this event. During incoming inspection, foreign matter clogged the nozzle due to insufficient cleaning. Also, foreign matter came out of the suction channel due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.